Event description:
It was reported that guidewire stuck was experienced with the farawave catheter. During an ablation of the right inferior pulmonary vein (ripv), boston scientific starter wire was out vein, but the physician did not visualize good contact with the vein. The fellow pulled back the wire and encountered some resistance but continued to pull it inside the farawave catheter. At that point, it is possible that they attempted to undeploy and re-deploy the wire, although the exact details remain uncertain. Then, the physician tried to readvance the wire but faced resistance. Upon removing the catheter from the body, they observed that the wire would not advance beyond the distal tip of the catheter. Troubleshooting involved pulling the catheter back into the sheath and rotating it. After removing the catheter from the body, attempts were made to correct it manually. The catheter was replaced, and the procedure was completed without any patient complications. The device is expected to return for analysis. It was further reported that no tissue was seen at the tip of the catheter or guidewire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.